Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level in the 600's (mg/dl) due to personal life stress. To address bg, the customer requested a bolus for a bg value of 600 (mg/dl), and the recommended bolus amount was 96 units. The customer reported that the calculated bolus amount was larger than expected. Review of the customer's correction factor settings was 1unit: 5mg/dl. Tandem technical support educated the customer that the recommended bolus amount was accurate based on the pump settings. Recommendation was made to consult with healthcare provider to ensure that the accurate pump settings had been programmed onto the pump. The customer acknowledged the information. There was no reported impact due to the reported issue.